Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the removal of the insertion handle, it was very difficult to remove it. It took a lot of force to remove it and there were high levels of squeaking when removing. The surgery was prolonged for about five minutes. The nail was not affected. This is issue has happened several times with different patients. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and a manufacturing investigation was conducted. The investigation of the complaint articles indicates that: the relevant dimensions at the nail interface were checked and no deviation was found. During the evaluation of the handle a slight deformation at one corner of the nail interface pin was detected. There some of the compressed material at the deformation looks inward into the bore and is therefore in contact with the connection screw, which explains also the strong stress marks at the connection screw in this area. So it can be assumed that this deformation had a direct influence on the complained malfunction and therefore the complaint is confirmed. However, due to the very used condition of the device, especially the top has hammer marks all over; it can be assumed that this damage was caused post-manufacturing, either by a hit with another instrument or an excessive contact with a nail while the pin was aligned. There is another strong deformation at the aiming arm interface, here the material is also compressed and proper connection of the aiming arm is not possible anymore as the surface is not flat anymore. Based on the complaint description is can be assumed that this damage was caused by the forcible nail/handle separation. Finally no manufacturing related fault could be detected. Based on the condition of the received insertion handle and the connection screw it can be concluded that the combination between the damage at the tip of the handle and the damaged thread of the connection screw caused the complained malfunction. However, afterwards it cannot exactly be defined which damage occurred first. Both devices are in a used condition, so it can be assumed that they were functional as required in the beginning and the one damage did lead to the other. Device history records was conducted. The report indicates that orchid unique manufactured the cannulated connecting screw, p/n (B)(4), and lot #u161423 on po #(B)(4), delivered (B)(6) 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated august 31, 2012, and synthes final inspection sheet #(B)(4), revision ¿c¿. The parts were released to the warehouse on (B)(6) 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The cannulated connecting screw was made to the synthes drawing p/n (B)(4), revision ¿a¿, released on (B)(6) 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. This is issue has happened several times with different patients. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.